Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Last two oral-b precision clean brush heads fell off while brushing teeth [device breakage]. Case description: a female consumer of unspecified age reported that the oral-b precision clean brushheads fall off while she is brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She explained that she had to hold the brushheads on while she was brushing, and that this had been happening with the last two packages of the brushheads. No symptoms developed.